Event description:
Allegedly the patient was experiencing unknown mom complications. Additional information received from litigation on 01/08/2019. Allegedly the patient was revised due to unknown mom complications. Added the explant date (left).